Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the shaft allegedly became broken during preparation for a stent graft placement of a poplieteal artery occlusion. There was no patient contact.

Event description:
It was reported that the shaft allegedly became broken during preparation for a stent graft placement of a popliteal artery occlusion. There was no patient contact. However, based on the evaluation of the sample returned it is reasonably suggested that the delivery system was advanced into a patient and that there was an attempt to deploy the stent graft.

Manufacturer narrative:
The catalog number has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. Manufacturing review: based on the available information and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: the stent delivery system was returned for evaluation. Based on the sample returned the reported fracture of the outer catheter of the delivery system and the subsequent impossibility to deploy the stent graft was confirmed. Based on the condition of the sample it is reasonably suggested that increased deployment force occurred during the attempt to deploy the stent graft, which led to elongation and fracture of the outer sheath. Based on the evaluation completed no indication for a manufacturing related issue could identified. As a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. The reported indication represents an off label use of the device. Labeling review: in reviewing the current labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment.' And 'carefully remove the delivery system from its packaging and inspect for any damage or defects.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' The reported application represents an off label use of the device. Based on the IFU supplied with this product the device indicated for use in the iliac and femoral arteries.